Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl. The customer was disconnected from the pump to stop insulin delivery to address the bg level. The cause of the low bg was not known. The customer was currently in the hospital for an issue related to the non-tandem infusion set site and the bg level would be monitored.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. The last bolus request made was on (B)(6) 2017. Basal rate was 1.2 u/hr and was adjusted down to 0 u/hr at 5:08 pm. Complaint could not be confirmed. There was no evidence of device malfunction.